Event description:
The hemostatic valve on the ultimum hemostasis introducer leaked and the device rigidity was too flexible resulting in a bend. At the insertion of the device, the sheath was damaged.

Manufacturer narrative:
The reported event of leak could not be confirmed; however, the reported event of bent and damaged sheath was confirmed. The results of the investigation concluded that the hemostasis sheath passed pressure and aspiration leak testing with no anomalies noted. The hemostasis sheath distal tip had been nicked; the dilator distal tip had been kinked and flared. The hemostasis sheath and dilator had also been bent. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown; however, the cause of the hemostasis sheath and dilator damage is consistent with damage during use. The ultimum hemostasis introducer for use (IFU) cautions the user to withdraw components slowly (withdraw the needle slowly from the dilator and withdraw the dilator slowly from the sheath) to minimize the vacuum created during withdrawal. All air should be aspirated slowly from the sheath using a syringe attached to one of the sideports of the three-way stopcock. Also the dilator, sheath, and catheter should be frequently flushed with saline to minimize the potential for air emboli. The ultimum introducer sheath instructions for use (IFU) instructs the user to insert the dilator into hemostasis valve and then follow normal accepted practice for vessel puncture, guidewire insertion, vessel dilator and hemostasis introducer use. The ultimum introducer sheath instructions for use (IFU) cautions that the user should not attempt to insert a catheter having a distal tip or body larger than the introducer size indicted.

Event description:
The hemostatic valve on two ultimum hemostasis introducer devices leaked and the devices rigidity were too flexible resulting in a bend. At the insertion of the devices, the sheath was damaged. Patient's information (e.g. Age, weight, gender, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available. Reference 3005334138-2018-00334 for other device.